Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and patient's left ventricular (lv) lead exhibited loss of lv capture and out of range impedances of greater than 2000 ohms. It was noted that other lead impedances were good, and there have been no reprogramming changes yet. Technical services (ts) suggested electronic repositioning the next time the patient was in the clinic. It was also noted that the patient had some inappropriate atrial tachycardia response (atr) episodes that showed noise on the right atrial (ra) channel, exhibited by a non-boston scientific ra lead, which was reproducible with isometrics. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the patient later underwent a lead revision to replace their lv lead. During the procedure, the physician implanted this device sub-pectorally. Ts noted this was off-label due to the subpectoral implant 2009 ((B)(6) 2009) advisory.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.